Event description:
During a coil embolization procedure assisted with an enterprise vrd(enc452212/10033187) of the basilar artery aneurysm, with an access through left vertebral artery, and there was a penetrating branch proximal to the aneurysm, the vrd was positioned and deployed a bit distally, but still it sufficiently covered the aneurysm neck. However, while manipulating the excelsior 1018 microcatheter during coiling, the vrd moved over a little and migrated distally with proximal markers of the vrd now within the aneurysm. Action taken was additional vrd placement, and the 2nd enterprise (enc452212/lot unknown) was successfully placed via right vertebral artery and the result was satisfactory. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complication reported. Prior to use, no defect (kink, bends etc) was noted on vrd and other devices by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No patient information was provided. It was noted the aneurysm size was 10.2mm x 9.4mm and the neck was 6mm. Other than the information provided, no information regarding the characteristics of the aneurysm or characteristics/size of the parent vessel. Mrs was unknown. There is no information regarding antiplatelet therapy or inr, pt, ptt and the occlusion rate of the aneurysm. The guiding catheter utilized was launcher 7fr/medtronic. Other than that there was no information regarding the devices utilized during the procedure. There are no devices to be returned for evaluation. The procedural images are not available. No further information is available.

Manufacturer narrative:
During a coil embolization of a basilar artery aneurysm, because there was a penetrating branch proximal to the aneurysm the vrd was positioned and deployed a bit distally, but it still sufficiently covered the aneurysm neck. However, while manipulating the excelsior 1018 microcatheter during coiling, the vrd moved over a little and migrated distally with proximal markers of the vrd now within the aneurysm. Action taken was additional vrd placement, and the 2nd enterprise ((B)(4)/lot unknown) was successfully placed via right vertebral artery and the result was satisfactory. It could not be verified if after initial placement the stent was at least 5 mm before the proximal end of the aneurysm neck as outlined in the instructions for use. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complication reported. The target site was access via the left vertebral artery. The aneurysm size was 10.2 mm x 9.4 mm with a 6 mm neck. Other than the information provided, no information regarding the characteristics of the aneurysm or characteristics/size of the parent vessel is available. Prior to use, no defect (kink, bends etc) was noted on vrd and other devices by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No patient information was provided. The stent remains implanted and procedural images are not available. No further information is available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10033187. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Factors that may contribute to stent movement include vessel characteristics that effect the capacity of the flared distal segment of the enterprise to engage the parent artery, use in vessels whose diameter that does not fall within the defined range, and stent placement that does not result in extension of the stent 5mm or more beyond the aneurysm neck as outlined in the instructions for use. Although based on the available information, a definitive conclusion cannot be made, it appears that stent positioning in relationship to the aneurysm neck due to patient anatomy along with device interaction may have contributed to the stent movement after placement. With review of the device history records there is no indication of any device manufacturing issues related to

Manufacturer narrative:
The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.